Event description:
Customer reported questioning results for their sars-cov-2 tma runs on panther plus instrument sn (B)(4). Customer did not provide specific worklists or sample ids but described having many positive samples with rlu values close to the negative threshold. These samples would often be retested on another instrument using the same reagent kit, but would retest as a clear negative. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed the logs and explained to customer that the aptima assay is qualitative, therefore a low rlu did not give any indication on the initial target amount. The assay is also dependent on the target nucleic acid being delivered from the specimen to the reaction tube. Ts recommended to consider the first positive result a valid one and not retest positive samples with low rlus; if customer was unsure, they should obtain a new sample from the patient instead of retesting the same sample. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua (B)(4)), aptima sars-cov-2 (eua (B)(4)), and aptima sars-cov-2/flu (eua (B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.